Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing that could be provoked at follow up. Review of received data indicated the rv lead and the right atrial (ra) lead exhibited oversensing/artifact. The rv and ra lead is still in use and the patient will be monitored. No patient complications have been reported as a result of this event.